Event description:
In 2007, pt's family reported that the pt had hernia surgery in 2004. The mesh had "balled up" and replaced on 10/2005 with 0010202 composix kugel. Pt has been sick for the 9 months (since 2006) with infection. CT scan showed inflammation of the subcutaneous fat. In 2007 reporter stated that operative report from 2004 implant identifies mesh as a composix kugel. Pt still experiencing fevers daily. In 2007, initial reporter provided update. Pt had surgery four days earlier, to remove a composix mesh. It was infected; with pockets of fluid around the mesh. Three months later - risk manager of explant facility stated that the mesh culture was negative indicating that mesh did not cause of contribute to the pt's infection. In 2008 - report received that pt died in 2007. On 02/25/2009 attorney's report added the following information: that during the 2005 procedure, the mesh was found to have shrunk, migrated and become disfigured and was explanted. The explanting physician links a chronic infection process to the implant site of this non-recalled composix kugel mesh. The pt expired in 2007. The pt's death certificate links his cause of death to the infection that was described during the explant procedure of 2005.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Previously this event was reported via MDR 1213643-2007-00430 associated with the composix kugel mesh implanted in 2005.